Event description:
It was reported that the right atrial lead was undersensing p waves and there was possible atrial non capture. Latency of the markers with the capture test was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.